Manufacturer narrative:
Concomitant medical products: model: ddbc3d1; ICD; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients current high-voltage and low-voltage right ventricular (rv) leads were exhibiting low impedance and intermittent capture. The low-voltage lead has been capped and the low-voltage portion of the high-voltage lead is now being utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.